Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician experienced resistance while advancing the ace60 and thought that the ace60 had become fractured while it was within the eye segment of the mca. The physician then removed the ace60 from the patient by hand. After removal, the physician found that the ace60 was fractured on the distal length. Therefore, the ace60 was no longer used in the procedure. The procedure was completed using a new ace60 and the same neuron max. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician experienced resistance while advancing the ace60 and thought that the ace60 had become fractured while it was around the ophthalmic artery. The physician then removed the ace60 from the patient by hand. After removal, the physician found that the ace60 was fractured on the distal length. Therefore, the ace60 was no longer used in the procedure. The procedure was completed using a new ace60 and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were updated: 1. Section b. Box 5. Describe event or problem. 2. Section d. Box 8. Was this device serviced by a third party. Evaluation of the returned penumbra system ace 60 reperfusion catheter (ace60) confirmed a fracture on the distal shaft. If the device is advanced against resistance, damage such as a kink and subsequent fracture may occur. Further evaluation revealed a kink near its distal end. This damage likely occurred due to advancement against resistance. Based on the reported event, the root cause of the resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.